Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 6:30 a.m., the customer obtained a blood glucose reading of 387 mg/dl on a contour next link 2.4 meter. Based on the meter's readings, her insulin pump triggered insulin. The customer did not know the insulin dosage received from the insulin pump. At around 7:40 a.m., the customer fainted. The customer stated that someone called paramedics and at 9:15 a.m., the paramedics tested the customer's blood glucose levels, which was 19 mg/dl. The paramedics stabilized the customer's blood glucose levels. However, the customer did not know the treatment provided in the ambulance. The customer regained consciousness at around 10:00 a.m. The customer was taken to an emergency room. In the emergency room, multiple tests were run. At 12:30 p.m., the hospital tested the customer's blood glucose with their meter and a reading of 103 mg/dl was obtained. The customer was discharged from the hospital on the same day. The customer was advised to return the test strips for evaluation. However, the customer indicated that she did not have any test strips left. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter (serial # (B)(4)). No test strips were returned. The returned meter was tested with the in-house contour next test strips from lot # 8kpef12c, which gave satisfactory performance.